Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2019. Upon review, it was found the implantable cardioverter-defibrillator exhibited oversensing episodes. The device was oversensing emi from the patient's left ventricular assist device system. Intermittent inhibition of pacing also occurred. The device was reprogrammed on (B)(6) 2019. The patient was asymptomatic.